Event description:
It was reported to the manufacturer that a third employee had experienced an allergic reaction, while wearing the fluidshield respirator mask. The reporter stated, the mask had been worn on other occasions with no problems. The employee developed mild redness on back of neck and on face with severe itching. She reported to the ER with an additional complaint of shortness of breath. No information was available whether or not medical treatment was required. The reporter stated, she would rate this as a mild irritation. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility, where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
Review of the DHR confirmed there were no changes in raw material or manufacturing processes. Routine testing of finished product for primary skin irritation consistently tested as nonirritating. The manufacturer is filing this report conservatively due to the possible medical intervention while seen in the ER. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.